Manufacturer narrative:
Detailed investigation of the reported issue revealed that during the procedure the dipp (digital image preprocessing) detected a failure and tried to reset itself. The system message ¿no xray, fd problem, sc¿ was displayed to the user. Consequently, x-ray release was not available as the dipp could not start up while trying to reset. All system movements were still available. Analysis of the log files revealed that viper (digital signal processor board)/copra (common processing architecture) might not have been correctly plugged into the pci (peripheral component interconnect) slot of the rtc (real time controller) motherboard. A bad connection between the dipp hw and rtc basics was determined as the most probable relevant root cause for the non-conformity. The boards inside the rtc were cleaned and reseated by siemens local service, which resolved the problem.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee ceiling system. While performing an emergency patient procedure, no x-ray exposure was possible. Additional information was provided that the procedure was continued and completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.